Event description:
It was reported that immediately post-op, the pt developed compartment syndrome in his lower extremity with no pulse of the dorsalis pedis artery. Arterial doppler confirmed the assessment. Immediate fasciotomy was performed which released 4 compartments of the leg. Pulses immediately returned. The pt was admitted to the main hosp and two days later underwent irrigation and debridement and closure of the wound. The pt was discharged in good condition. Procedure was right ankle arthroscopy and calcaneal nonunion excision. F/u with the reporter provided info that the pt is now 3 weeks post-op and the reporter is not aware of any further extent of injury related to the event. No further pt info was provided at the time of this report or in response to f/u communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval, but was not returned, because the facility reported an unk disposition of the device, therefore, the complainant's event could not be verified. The serial number provided in the initial report was not correct and could not be determined during f/u. The initial reporter stated the pump was evaluated by the hosp bio-med dept. Gauges read correctly for infusion. Specific post-op testing per manual found no problem. The pump was put back into svc without further reports of problems. The cause of the event could not be determined from the info available and without device eval. Device history record and complaint history review could not be conducted without serial number. Review of similar events reported to arthrex, where pump and tubing were returned for eval, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure, and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. The most likely cause of the event was improper pump/tubing set-up. This is the second complaint for this part/serial number combination. The potential causes of this event are being communicated to the initial event reporter.